Event description:
It was reported that the numbers on the insulin pump screen were ramping with no input from the user. The customer's blood glucose was 156 mg/dl. Noting further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No ramping numbers noted on the dispaly. Insulin pump had a cracked reservoir tube lip, scratched lcd window, cracked belt clip and cracked battery tube threads.